Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician felt that the difference between the bipolar and unipolar impedance measurements was excessive. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.